Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected during dwell 3 of 4 to go to the bathroom. Upon returning from the bathroom, the hp reconnected to the hc. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) display during drain 3 of 4. The home patient (hp) had disconnected during dwell 3 of 4 to go to the bathroom, and the hc went in drain 3 of 4. Upon returning from the bathroom, the hp reconnected to the hc . The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. The hp would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that she reconnected to the hc when she came back. The hp was informed that it is not recommended that the hp reconnect when the hc has moved to the next cycle. The hp did not contact the nurse about the alarm or the missed therapy, and did not continue therapy that night. The hp resumed therapy on the hc cycler the following night. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.